Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power disconnect alarms while on battery power. The battery clips were exchanged and batteries were clean. No visible damage was found on controller and cables. The controller was exchanged, which resolved the issue believed to be on the white cable. The patient discharged back home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of submitted log file. The submitted log file contained approximately 3 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power connections from (B)(6) 2021 at 04:14:10 to (B)(6) 2021 at 09:39:37 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the black and white power leads. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the issue resolved after exchanging the system controller. It was noted that the system controller would not be returned for evaluation. It was also noted that wear and tear was observed on the system controller¿s white power cable. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported damage to the system controller white power cable may have contributed to the reported event. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23may2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.